Event description:
The user facility reported that a 74-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced suboptimal flows despite multiple echos and repositioning of the pump. Echo results revealed that the pump was in the left ventricle (lv) free space measuring 4.8-5.1 cm from aortic valve (av) annulus. The physician reported the insertion to be challenging. There was significant manipulation of the catheter. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Visual inspection of the pump revealed a large clot in the outflow cage. Based on the available information, the root cause of the low pump flow is most likely due to biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.